Event description:
It was reported that the 6800 has a no boot problem. It was noted that the system displayed a "umc_appdownload because flash_fail" error message. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to reset pcbs and erase/delete nodes. Repairs were completed. The system was tested and found to be working as intended and placed back into service.